Event description:
Report from (B)(6) stating the device had locking sleeve damage. The device was not used in surgery. It is unk if injuries or medical intervention were reported. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem "locking sleeve damage" was confirmed. During pre-repair diagnostic assessment, the safety was found broken. If additional info becomes available, a supplemental report will be sent. (B)(4).